Event description:
User facility medsun (uf/importer report # (B)(4) report received, stating: describe the event or problem: patient had outpatient afib ablation with dr. [Redacted] and right femoral vein was closed with perclose device x4. Patient was transferred to pacu [post anesthesia recovery unit] with no issues. While in pacu, patient was "profusely oozing". Patient was admitted for observation with a safeguard applied to site.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. The hospitalization appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Attachment medwatch report #(B)(4).